Manufacturer narrative:
The engineer replaced the entire pump assembly.

Event description:
It was reported that a pump failed on a cobas 6000 e 601 module. The issue occurred twice on the same system. The customer initially reported that fluid was leaking from the back of the analyzer. The customer also stated there was a loud grinding noise where the analyzer is connected to another. The field service engineer determined that a pump head had melted on the e601 analyzer. The issue occurred again that same day after the customer found water underneath the analyzer. The engineer suspected the pump unit was repeatedly causing the pump head to melt.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.